Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient was initially having good luck with symptom control at night however that only lasted a short time. It was noted that several months prior to report the patient was told by a physician¿s assistant that one of the ¿leads¿ was not working. The patient was told they could program around it, which they did however the patient experienced side effects of toe twitching and loose stools. It was noted the patient last saw their healthcare provider on (B)(6) 2013 and was told that a second contact wasn't working and that they could try to use the case as a contact but it would deplete the internal battery much quicker and the patient would have to have surgery. It was stated at the time they just programmed the other contacts but that was not helping with symptom control. Reportedly, the patient was given strong medicine to help with symptom control. It was noted the patient had been seeing their healthcare provider since they noticed a loss of symptom control. It was stated the patient recently had an accident and thought they shouldn't have to suffer due to product malfunction. It was later reported the patient had their device for about a year with limited success. It was stated at first the patient was having trouble staying dry at night but they added toviaz and that kept them dry at night but they still had severe loose stools. Reportedly, all of a sudden the patient was wet at night and was told they must have fallen and broken a lead so the patient was started on myrbetriq, which didn¿t seem to have much effect. It was noted the patient went in the week prior to report and was told they had two broken ¿leads¿ and nothing could be done.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va027mk, implanted: (B)(6) 2012, product type lead. (B)(4).